Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared alarm and resumed insulin delivery. The customer's blood glucose ranged from 390 mg/dl - "high", although a specific values asn't given. Elevated blood glucose was address with a correction bolus via the pump.